Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted on 12/31/2022. The location of the sensor insertion site was not provide. On the same day the sensor was inserted, the patient stated that the sensor failed after the two-hour warm-up period. She did not have a functional blood glucose (bg) meter at home. No symptoms or self-treatment was reported. She went to the hospital at 3:00 pm where her bg level was over 600 mg/dl. Treatment details were not specified, and she was discharged the following day (B)(6) 2023, at noon). Although her blood glucose had stabilized, after the event she felt weak. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.